Event description:
It was reported that a catheter issue occurred. An opticross catheter was advanced for ultrasound examination and was used in multiple anatomical locations of the target lesions. During the procedure, the catheter was wrapped around the exit port and got stuck with the guidewire. Both the catheter and the wire were removed together. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. An opticross catheter was advanced for ultrasound examination and was used in multiple anatomical locations of the target lesions. During the procedure, the catheter was wrapped around the exit port and got stuck with the guidewire. Both the catheter and the wire were removed together. The procedure was completed with another of the same device. There was no patient complications reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.